Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. This report is for six (6) unknown 2.7mm va locking screws. Unknown date in (B)(6) 2016. Implants are not available for return. (B)(6) this report is for six (6) unknown 2.7mm va locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had undergone a left greater toe metatarsophalangeal joint procedure on an unknown date in (B)(6) 2016. On (B)(6) 2016 the patient returned to the operating room for a revision surgery due to a non-union. The surgeon removed one (1) plate, six (6) 2.7mm variable angle (va) locking screws and one (1) 3.0mm cannulated screw. All implants were removed easily and intact. It was reported that there was no patient harm or time delay. This report is for six (6) unknown 2.7mm va locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was not revised with new devices.